Manufacturer narrative:
The product was installed at the user site (B)(6) 2014. There have been no clinical complaints from the user site or regarding this specific serial number since that time. The product device history record was reviewed with no issues found. A field service engineer inspected the unit involved in the event and found the system to be operating within specification. The old handpiece was replaced with a new handpiece and was confirmed to be operating within specification. The handpiece was returned to candela for evaluation by quality and the static charge could not be duplicated. Sustaining engineering checked the handpiece grounding according to candela's test procedure and found no issues. The cause of the static charge could not be duplicated or determined.

Event description:
A site in (B)(6) reported that static charge was being released from the handpiece during treatment causing electrical shock to the end user. No injuries were reported.